Event description:
Information received by medtronic indicated that the customer received an insulin pump error alarm. It was stated that the drive support cap was normal and the force sensor was no longer detecting the reservoir during seating. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the insulin pump was not dropped or bumped prior to the a33 alarm; however, the customer will discontinue using the insulin pump and revert to the back up plan as per hcp instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Sw 3.0b on the event date (B)(6) 2022. Customer returned pump for an alleged a33 alarm. Insulin pump passed the displacement test and rewind test. A33 alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Pump history download using thds was successful. The motor was tested outside of the device and passed. Confirmed date & time of alarm in the formatted history file on the event date: (B)(6) 2022 22:44:30 alarm #33 - alrm_broken_force_sensor - broken force sensor detected. Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip and cracked battery tube threads. Device received with a33 alarm during the basic occlusion test due to loose/protruded support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.